Event description:
The customer reported to olympus, the insulation on the distal end tip of the visera laparo-thoraco videoscope was ripped. The issue was detected during reprocessing. No patient injury was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section cover had a tear and was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from the outside and handling by the user. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 2) "never press and/or gather the bending section of the endoscope with hand instruments. Damage to the bending section may result." 3) "handle the insertion section carefully. Tightly gripping or strongly bending the insertion section or bending section can stretch or severely damage the insertion section and the covering of the bending section." Olympus will continue to monitor field performance for this device.